Event description:
Procedure performed: esophagus procedure event description: clip applier didn't deliver clips anymore. Additional information received from applied medical representative via email on 15nov23: the lot number is 1490524 exp 03/05/2026. Information received from applied medical representative via email 21nov23: it was a procedure on an oesophagus. The trigger worked fine, there were no clips in the jaws. Patient status: no clinical impact to the patient intervention: took another clip applier.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: esophagus procedure. Event description: clip applier didn't deliver clips anymore. Additional information received from applied medical representative via email on 15nov23: the lot number is 1490524 exp 03/05/2026. Information received from applied medical representative via email 21nov23: it was a procedure on an oesophagus. The trigger worked fine, there were no clips in the jaws. Patient status: no clinical impact to the patient. Intervention: took another clip applier.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1490524, was included in the recall.